Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Distortion of the image color. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
Correction information: d4:unique identifier (UDI). G6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: d8:was this device serviced by a third party? H4:device manufacture date. Evaluation summary: based on the reported events, it was determined that the lcb was damaged due to excessive force, resulting in insufficient light supply to the endoscope tip. The scope was repaired by the third party and returned to the hospital.